Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after surgery the system locked with no system message displayed. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The software was reinstalled and the memory was reset to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on june 10, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a software error due to component wear/reliability. The manufacturer internal reference number is: (B)(4).